Event description:
It was reported that a temperature alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was able to clear the alarm and resume insulin after two hours. The customer reverted to manual injections for insulin therapy.